Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. No definite signs of use were observed. Visual inspection revealed that the catheter tip was misshapen. The raised edge observed at the catheter tip appears to be the result of abrasion sustained during use. This type of damage suggests that the catheter may have encountered resistance or excessive force during use. No other damage was observed on the remaining parts of the catheter. The overall length of the catheter body measured 84mm, which is within specification limits of 82mm - 86mm per catheter product graphic. The outer diameter of the catheter body measured 1.07mm, which is within the specification limits of 1.04mm - 1.09mm per catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU states, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with peripheral intravascular devices must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The catheter was connected to a lab inventory syringe, and the extension line flushed as intended. No leaks or blocks were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit inform the user, "precaution: use care when removing guidewire. If resistance is encountered , remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." It also states, "warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." The complaint of a damaged catheter tip was confirmed by a complaint investigation of the returned sample. Visual examination revealed that the tip of the returned catheter was damaged and misshapen. A device history record review was performed, and no relevant findings were identified. Based on the customer description that the damage occurred during use and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "when cannulating the right radial artery, the guidewire was advanced without any problems. However, as the catheter was advanced, insertion of the guidewire became difficult. It was observed that the catheter's tip was fractured in several places." There was no medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "when cannulating the right radial artery, the guidewire was advanced without any problems. However, as the catheter was advanced, insertion of the guidewire became difficult. It was observed that the catheter's tip was fractured in several places." There was no medical intervention required. The patient's current condition is reported as "unknown".